Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that 7 applications were performed with the balloon catheter with no issue. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 7 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was within specification. Pressure testing did not show any leaks or traces of liquid/blood inside the catheter. There is no sufficient evidence that the catheter potentially caused these adverse events. In conclusion, there was no sufficient evidence that the catheter potentially caused these adverse events. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, small to moderate effusion was noted initially. A freeze on left inferior pulmonary vein (lipv) was performed, which resulted in a lower esophagus temperature. The balloon was then re-positioned, and it was later noted that the patient coughed during the thawing phase. It was then immediately reported that a low blood pressure was observed upon deflation, and a larger effusion was noted on intracardiac echocardiography (ice). Pericardiocentesis was performed. As the effusion could not be resolved, a pericardial window was subsequently performed and an internal massage was done, and the patient's heart was shocked. A tear was then found on the left superior pulmonary vein (lspv). The tear was repaired, and the patient was stable with paced rhythm but transported to the operating room. The case was aborted and the patient under general anesthesia. The patient had an extended hospitalization, and currently remains in the intensive care unit (ICU) and breathing on a ventilator. No further patient complications have been reported as a result of this event.